Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Following pre-dilatation, intravascular ultrasound was performed. A 2.25x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. Dilatation was performed again but the device still unable to cross. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.